Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during their initial drain. During troubleshooting, it was noted that the patient line had not been properly primed prior to the patient connecting themselves for therapy. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Although the patient did not remember if the lines were properly primed, insufficient information was provided to verify the reported issue. Should additional relevant information become available, a supplemental report will be submitted.